Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a false reactive architect toxo igg result of 11 iu/ml retested nonreactive at <1.6 iu/ml twice for patient sample ID (B)(6). No adverse impact to patient management was reported.

Manufacturer narrative:
The customer replaced the r1 probe and cleaned the sample probe, and no further imprecision issues observed. A review of the service history for architect i2000sr, serial number (B)(4), found no contributing factors on or around the date of occurrence as indicated in the complaint. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The replacement of the r1 probe was considered the resolution of the discrepant toxo igg results. Based on the investigation performed, the complaint information reasonably suggests that a malfunction occurred; however, no systemic issue or product deficiency was identified.